Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server was unable to communicate through multiple station. A technical support specialist (tss) dialed into the server and checked the ids logs, where an authentication-related entry was observed. User authentication events were reviewed, and it was found that the user "wtop" last logged in successfully. The system application table showed server web with the authentication result listed as successful. The tss emailed the customer requesting confirmation that the issue was resolved. Server downtime checks were performed, and no delays were observed in messages or interfaces. Server synchronization information was reviewed and no errors were found. A case update was emailed to the customer, who confirmed that everything was functioning properly on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating with multiple stations. The customer mentioned that she was unable to log in to the server when attempting access. Multiple stations were not connected or recognized by the server. The customer confirmed that she had checked the network cables, and they appeared to be working properly with no visible issues. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.